Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA had excessive cannula length during use. The following was reported by the initial reporter: "it was reported that patient end seems longer than 5mm. Verbatim: consumer reported, 5mm pen needles appear really long, (patient end) stated, they are too long for a 5mm"

Event description:
It was reported that an unspecified number of pen ndl 31ga 5mm 100bx 1200 USA had excessive cannula length during use. The following was reported by the initial reporter: "it was reported that patient end seems longer than 5mm." Verbatim: consumer reported, 5mm pen needles appear really long, (patient end) stated, they are too long for a 5mm."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (19) sealed 5mm, 31g pen needles from lot # 0112340. Customer states that the patient end seems longer than 5mm. All returned pen needles were tested to determine the cannula length of the patient end of the cannula. All measurements fall within specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.